Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. At this time the device is not expected for return.

Event description:
It was reported that beeping tones were heard by the patient. During the routine follow up fault code 1003 displayed on this device. Fc 1003 is indicative of battery voltage being too low for the projected longevity. This device has since been explanted and is no longer in service. This device has been said to not be available for return and analysis. No further adverse patient effects were reported.